Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that tower door 3 had experienced recurring failures. The field service engineer (fse) applied the latch greasing procedure as outlined in the relevant knowledge article. All applicable tests were completed and passed using the hardware test application (hta). The customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device